Event description:
It was reported that the patient experienced leakage after being implanted with the ams 800 artificial urinary sphincter. The patient indicated that he had no relief from his incontinence and continues to leak requiring pads. The patient was provided with activation instructions and information to locate a new physician.